Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the products received for evaluation were found to be according to specification and the reported issue could not be duplicated.

Event description:
Country of complaint: (B)(6). The filter holders are falling. Some operations delayed for unspecified amount of time.